Event description:
It was reported that during a prostate procedure, the side-firing fiber was noticed to have commenced forward firing @ 20,712 joules. A second fiber "had a red aiming beam that lit up in the cord at 0 joules". The procedure was completed with a third fiber. Pt outcome: "no injury to the pt".

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.